Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the atrial tachy response (atr) episodes for this implantable cardioverter defibrillator (ICD) were inappropriate due to myopotential and noise. Noise was seen on both the right atrial (ra) channel and shock channel. Additionally, explant indicator has been reached for the device. Technical services informed the ra lead noise appears to be due to a lead issue and provided troubleshooting options. Ra pacing impedances measure 400-500 ohms however, over the last year there are a couple daily measurements that dropped to 300 ohms. At this time, the device and the non-boston scientific ra lead remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the atrial tachy response (atr) episodes for this implantable cardioverter defibrillator (ICD) were inappropriate due to myopotential and noise. Noise was seen on both the right atrial (ra) channel and shock channel. Additionally, explant indicator has been reached for the device. Technical services informed the ra lead noise appears to be due to a lead issue and provided troubleshooting options. Ra pacing impedances measure 400-500 ohms however, over the last year there are a couple daily measurements that dropped to 300 ohms. At this time, the device and the non-boston scientific ra lead remains in service. No adverse patient effects were reported.